Event description:
Boston scientific received information that the patient implanted with this device and non-bsc right ventricular (rv) lead was presented in the emergency room (ER) due to dizziness/lightheadedness. The patient had reportedly fallen on her left shoulder. It was also reported that the patient may have experienced a syncopal episode earlier that day. Upon device interrogation, the device battery displayed one year remaining. A lead safety switch had also occurred. The physician was unable to receive a good magnet response, and once the magnet was placed, a rate of spikes at 90ppm was observed, with no capture. Noise was observed, as well as loss of capture (loc). Auto capture was noted in retry, with rv pacing impedance measurements greater than 2,500 ohms. Previous rv pacing impedance measurements had been 630 ohms. The device was programmed to maximum outputs and capture was observed for eight beats in unipolar configuration and no capture in bipolar configuration. Following device reprogramming, device battery said less than 0.5 years. A revision procedure was performed. The device was explanted and replaced without complication. The rv lead was surgically abandoned and replaced. The device was returned to allow for reliability analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the device was thoroughly inspected and analyzed. The device was then subjected to a series of automated diagnostic tests that verify the performance of the defibrillation, pacing sensing, high voltage shocking and recording functions of the device. The device performed normally throughout all tests.